Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, and there was no lv capture. This lead was successfully replaced. This lv lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This left ventricular (lv) lead will be returned to boston scientific. This investigation will be updated should further information be provided or upon completion of analysis.